Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 407 mg/dl. No symptoms or treatments were mentioned in relation to the hyperglycemia. Troubleshooting for the high blood glucose was declined. The customer was not using auto mode feature. The insulin pump was not returned for analysis.